Manufacturer narrative:
This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device. Gambro blood lines MFR also submitted their MDR # 8030638-2007-00004 for this event. Gambro dialyzer MFR also submitted their MDR # 9611369-2007-00299 for this event.